Event description:
Right femoral access was obtained with a 6f 23 cm long cordis sheath and a 6f jr4 guide catheter was introduced into the right coronary artery. A 185 cm pt2 moderate support guidewire was advanced past the subtotal occlusion in the mid vessel, into the distal posterior descending coronary artery. A maverick2 monorail 3.0/20 mm balloon was inflated to 6 atms at the lesion site to improve the lumen. Due to significant recoil, a cypher 3.0/23 mm drug eluting stent was deployed at 10 atms, then post-dilated with a quantum maverick 3.5/8 mm balloon at 16 atms with excellent angiographic results and timi iii flow. The jr4 guide was removed and replaced with a 6f medtronic ebu 3.5 guide catheter which was advanced to the left main coronaary artery. The same 185 cm pt2 moderate support guidewire was advanced past the 95% stenotic distal ramus intermedius lesion and into the distal vasculature near the apex with moderate difficulty, but no complications. A maverick 3.0/20 mm ballloon was delivered to the lesion and inflated to 6 atms with dramatic improvement of the lumen, but also a significant dissection. An attempt was made to deliver and deploy a cypher 2.75/23 mm drug-eluting stent at 12 atms, but it would not advance into the distal vasculature. With unsuccessful attempts to deliver another cypher 2.5/23 mm drug-eluting stent to the distal region, a wire fracture occurred. The distal hydrophilic tip of the wire was left in the vessel. The vessel was rewired with a guidant bmw universal guidewire and a maverick2 monorail 2.5/30 mm balloon was was delivered to the distal segment which demonstrated a dissection uncovered by the stent. A prolonged inflation (180 seconds) to 4 atm was performed with successful intervention resulting in a tight b dissection and timi iii flow. The 6f sheath was replaced with an 8f sheath and successful placement of a 40 ml intra-aortic balloon pump was performed due to perioperative myocardial infarction and congestive heart failure. Physician states iabp placement was not due to a device complication. Pt status is reported as 'good.'

Event description:
It was further reported that the procedure being performed was a ptca/stenting treatment procedure. Pt status is reported as 'stable'.